Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. As reported, a critical error was displayed while creating a case. Although this cannot be confirmed, the most likely cause of this reported error is a known software defect. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during set up for a cori assisted surgery, the drill passed the diagnostics and a critical error was displayed while creating a case. The case was not successfully created. A blue man reading a book appeared on the console screen upon shut down. The real intelligence cori was restarted and they created a case without issue. The procedure was completed with the same device without delays. The patient was not harmed.